Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to an upper gastrointestinal (gi) bleeding and hematocrit level was low and the inr level was 3.16 (goal 1.8-2.2). Anticoagulants and antiplatelets and a research drug therapy were held. The patient was transfused with 4 units of packed red blood cells and fresh frozen plasma. An esophagogastroduodenoscopy (egd) was performed and found multiple arteriovenous malformations (avm) in the gastric body and the bleeding source was cauterized. It was reported that the patient was discharged home on (B)(6) 2017 and blood thinners were resumed. There were no alarms and no abnormal pump parameters reported for this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.